Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a suspected system infection. Upon the patient's presentation for a post-implant wound check the incision in the mid-sternal area was red and swollen. The patient's medication regimen was adjusted and the infection reported resolving. No additional adverse patient effects were reported. This system remains in service.